Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis of over 700 mg/dl. Troubleshooting was performed. The customer stated that her glucose level continued to run high, and she felt sick. The customer also stated that the doctor determined that she was not counting the carbohydrates correctly, which caused the rise to her glucose level. No further info was provided.